Event description:
The customer reported obtaining low and out of range conductivity on latron control involving the lh 500 hematology analyzer. The customer stopped running the differential cycle but continued to run the complete blood count (cbc) cycle. No patient results were impacted as the customer proceeded to perform manual differentials. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the solid state radio frequency (rf) box to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Results: solid state rf box. (B)(4).